Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on 02 jun 2025 from the nurse of a 57-year-old female patient with a medical history including end stage renal disease, who stated the patient experienced extremity itching, swelling and a rash, chills and dryness of the mouth approximately twelve minutes into her first hemodialysis treatment on (B)(6) 2025. 25mg oral diphenhydramine (benadryl) was administered, and emergency medical services (ems) transported the patient to the hospital on (B)(6) 2025. Additional information was received on 05 jun 2025 from the nurse who stated ems administered 50mg intravenous diphenhydramine (benadryl) and oxygen via nasal cannula. The patient was admitted to the hospital on (B)(6) 2025. Although requested, no details of the hospitalization or discharge diagnosis were provided.